Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker was in back-up mode to cybersecurity was outdated with merlin. Programming changes were performed. There were no patient consequences.